Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door on the imaging system was experiencing difficulties opening. The tube and detector were reported to be out of position when opening the door, extending the time to open the door. The representative reported that they were unable to replicate the reported issue following the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: it was reported that the site performed motion calibrations on the imaging system and functionality was restored to the unit. It was reported that the reported issue has not reoccurred since the original occurrence.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.